Event description:
It was reported that the 30 ml bd luer-lok¿ tip syringe experienced leakage past the plunger. The following information was provided by the initial reporter: doxorubicin was observed in the plunger area of the syringe upon final check.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/30/2021. H.6. Investigation: it was reported by the distributor that medication was observed in the plunger area of the syringe. To aid in the investigation, two samples in a sealed plastic bag were received for evaluation by our quality team. Inside the bag there is one unused sample in its sealed packaging and a sample with 25ml of a red color chemo drug. For safety reasons, the chemo sample was visually inspected through the plastic bag and no solution was observed past the rubber stopper. No other defects or imperfections were observed. A visual inspection was completed on the sample that was sealed in the packaging blister. No defects or imperfections were observed. This sample was then tested for leakage and passed. A device history record review was completed for provided material number 302832, lot number 1056036. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause is not known. It is recommended that the customer uses the syringe as soon as possible after drawing the drug into the syringe. H3 other text : see h.10.

Manufacturer narrative:
H6: investigation summary a device history record review was completed by our quality engineer team for provided material number 302832 and lot number 1056036. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10

Event description:
It was reported that the 30 ml bd luer-lok¿ tip syringe experienced leakage past the plunger. The following information was provided by the initial reporter: doxorubicin was observed in the plunger area of the syringe upon final check.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 30 ml bd luer-lok¿ tip syringe experienced leakage past the plunger. The following information was provided by the initial reporter: doxorubicin was observed in the plunger area of the syringe upon final check.